Event description:
Additional information received noting that the patient denied seizure/fall/trauma that could have caused damage to the device. At the patient's most recent visit, high impedance was still observed with low output current but the patient can still feel magnet stimulation.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out information about there being no seizure/fall/trauma.

Event description:
Clinic notes received indicating that the patient is being referred for surgery. Patient was seen in clinic and presented with high impedance and is noted to not be doing well with seizures/confusion and is being referred for an urgent lead revision. It was reported that the patient has been having grand mal seizures, which is a type she hasn't had since vns was implanted. She hasn't been sleeping well because of the seizures. Additional information received noting that she did not feel anything when she swiped her magnet and believes that there is something wrong. It was then reported that the patient underwent surgery and the surgeon found that the generator was no longer sutured down and the generator could be flipped inside of the pocket. The generator was tested with a test resistor and the impedance was within normal limits, the surgeon then re-inserted the lead and the impedance was okay, ~2000 ohms. As the impedance value was within normal limits and the surgeon did not see any issues with the portion of the lead that was visible, no products were replaced and the patient was closed. The patient's device was programmed back on and they tolerated stimulation just fine.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿.

Event description:
It was reported that the patient presented with high impedance in clinic after undergoing a battery replacement on (B)(6) 2021. It was noted that the patient's seizures have improved overall and no intervention is being taken at this time. No other relevant information has been received to date.